Manufacturer narrative:
The device was not returned for analysis. An event of difficult to insert (insertion difficulties into patient) and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A query of the ears database for the reported lot revealed no related incidents for this lot. Based on all available information, the reported difficult to insert (insertion difficulties into patient) and material deformation appear to be related to procedural conditions. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27 mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10391023). During the delivery system navigation trough the right femoral access, there was a difficult angle that provoked a stronger pushing of the delivery system. In the angiographic image it was visible the bending of the aortic struts of the loaded valve. Due to this image, was decided to remove the system out of the patient and inspect the valve. The flexnav valve capsule was deformed. In that moment no one was visually certain of the leaflet integrity, so was decided to use a second valve which was implanted successfully with a replacement flexnav.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.